Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The root cause of the discrepancies could not be identified due to the limited data provided by the customer. The uninterruptible power supply was excluded as the reason for the discrepant results. The erroneous results were reported out, however, the patients were not affected because the erroneous results were detected by the doctors.

Event description:
The customer received questionable results for an unknown number of patients involving multiple assays. The assays involved are cholersterol generation 2 (chol), ldl- cholesterol plus 2nd generation (ldl), sodium, potassium, alkaline phosphatase generation 2 (alp), gamma glutamyltransferase version 2 (ggt), c-reactive protein latex (crp), glucose, uric acid version 2 (ua), alanine aminotransferase (alt), bilirubin total (bilt), creatinine plus version 2 (cre2) and hdl- cholesterol plus 3rd generation (hdlc3). The questionable results coincided with a malfunction indication on their uninterruptible power supply. The distributor of the uninterruptible power supply was informed by the roche technician. The customer provided questionable results for fifteen patient samples, the results for the following eleven patients were erroneous: patient 1, initial chol result was 11.56 mmol/l, repeat result was 6.40 mmol/l. Initial ldl result was 7.97 mmol/l, repeat result was 4.26 mmol/l. Patient 2, initial potassium result was 6.0 mmol/l, repeated twice, the results were 5.2 mmol/l both times. Initial sodium result was 153 mmol/l, repeated twice, the results were 131 mmol/l both times. Patient 3, initial alp result was 136 u/l, repeat result was 84 u/l. Initial ggt result was 23 u/l, repeat result was 15 u/l. Patient 4, initial crp result was 1.08 mg/l, repeat result was 0.76 mg/l. Patient 5, initial potassium result was 5.6 mmol/l, repeat result was 4.8 mmol/l. Initial sodium result was 158 mmol/l, repeat result was 135 mmol/l. Patient 6, initial crp results was 1.05 mg/l, repeat result was 0.64 mg/l. Initial glucose result was 9.1 mmol/l, repeat result was 5.0 mmol/l. Initial potassium result was 4.7 mmol/l, repeat result was 4.1 mmol/l. Initial ldl result was 4.99 mmol/l, repeat result was 2.54 mmol/l. Initial ua result was 249 umol/l, repeat result was 157 umol/l. Patient 7, initial alp result was 113 u/l, repeat result was 66 u/l. Initial alt result was 20 u/l, repeat result was 15 u/l. Initial bilt result was 19.0 umol/l, repeat result was 10.0 umol/l. Initial chol result was 8.15 mmol/l, repeat result was 4.36 mmol/l. Initial cre2 result was 154.0 umol/l, repeat result was 83.7 umol/l. Initial crp result was 1.84 mg/l, repeat was 1.05 mg/l. Initial ggt result was 30 u/l, repeat result was 18 u/l. Initial glucose result was 9.4 mmol/l, repeat result was 5.0 mmol/l. Initial hdlc3 result was 2.5 mmol/l, repeat result was 1.4 mmol/l. Initial potassium result was 5.0 mmol/l, repeat was 4.3 mmol/l. Initial ldl result was 5.14 mmol/l, repeat result was 2.61 mmol/l. Initial ua result was 487 umol/l, repeat result was 307 umol/l. Patient 8, initial potassium result was 5.0 mmol/l, repeat result was 4.4 mmol/l. Initial sodium result was 152 mmol/l, repeat result was 138 mmol/l. Patient 9, initial glucose result was 10.0 mmol/l, repeat result was 5.0 mmol/l. Patient 10, initial alt result was 26 u/l, repeat result was 15 u/l. Patient 11, initial alt result was 26 u/l, repeat result was 15 u/l. The initial results were reported outside the laboratory. One week later, a customer of the laboratory complained about the results. The samples were repeated on (B)(6) 2011. No patients were harmed, doctors realized the initial results were not correct. The reagent lot number was only provided for uric acid, the lot number was 63233101.